Event description:
The customer reported the sys had a generator error. The sys shuts down when this occurs. There is no report of injury or death associated with this event.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable. However, no report of pt or staff injury was reported.